Event description:
It was reported that insufficient formation and fragmentation of obsidio occurred requiring additional intervention. Obsidio was selected for a transcatheter embolization procedure of the left deep circumflex iliac artery. The patient had a history of a 10 cm ruptured left common iliac artery aneurysm and underwent open repair. Prior to the date of the current procedure (B)(6) 2024), the patient underwent right internal iliac artery embolization and percutaneous embolization of a significant endoleak related to the left iliac artery aneurysm. Due to a persistent type ii endoleak, the physician planned transcatheter embolization of the left deep circumflex iliac artery via a right common femoral artery approach. A microcatheter was placed coaxially greater than 10 cm into the left deep circumflex iliac artery. The vessel size was approximately 2.5mm. Arteriography revealed communication between the endoleak cavity and the left iliac vein. Following arteriography, embolization was performed with one syringe of obsidio using standard technique. Fluoroscopy revealed no obsidio in the target vessel. Subsequent embolization was performed using 2 x 3mm coils. Computerized tomography (CT) imaging following the procedure revealed most of the obsidio in the endoleak cavity and small foci of obsidio in the pulmonary artery branches. The patient did not experience any clinical sequelae related to the procedure or non-target embolization. Due to the size and complexity of the endoleak, the patient has undergone subsequent transcatheter embolization procedures. The patient fully recovered.

Manufacturer narrative:
Age at time of event: 18 years or older